Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received 5 unopened magic3 intermittent catheters for evaluation. Per visual inspection, samples were visually inspected for holes or damage on the package, legibility of printed numbers and letters, expiration date, correct impression, print color, missing parts of printing, position of printing, damaged component, foreign matter. Samples met acceptance criteria. Lubricity test was performed for all of the samples. The reported complaint was unconfirmed since all the samples meet specifications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the magic 3 catheters lack lubricity, making them difficult to insert. Reason for report: investigation results. (B)(4). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042.